Manufacturer narrative:
Initial reporter phone number (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set broke and "twisted a lot"; the female connector (dark blue part) separated from the main body (light blue part). This was observed during use of the device for peritoneal dialysis therapy, when disconnecting from the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10: h10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of separation was verified. The cause of the condition was due to an inadequate solvent bond between the female connector, insert chip, and main body during manufacturing. However, there was no risk to the patient as the separation of the transfer set did not result in a breach in the sterile pathway. Should additional relevant information become available, a supplemental report will be submitted.